Event description:
A customer reported via a webform a sensor error message with the adc device. The customer indicated that due to this issue, they experienced an adverse event in which they required treatment of juice, sugar, and/or food by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 3mh008hr2p0 has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a low voltage detected (event 11). No failure modes were observed on the sensor plug assembly upon visual inspection. Attempt to reprogram and activate sensor was unsuccessful. Sensor was de-cased with no issues observed on the pcba (printed circuit board assembly). Battery voltage was measured and results were below specification range. Therefore, issue is confirmed to a faulty battery. An extended investigation has also been performed for the reported complaint. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. The date the incident occurred is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.